Manufacturer narrative:
Pending.

Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 4.8, retest inratio: 1.7, lab: 2.2. Pt's target therapeutic range is 2.0-3.0. Lab draw was performed within minutes of meter results.